Manufacturer narrative:
Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that while pt was connected to the ventilator, the ventilator suddenly stopped without alarms and the user interface went blank. The pt was disconnected and connected to another ventilator.